Event description:
Philips received a complaint by the customer on the v60 indicating that the device (current software version: 2.10) had a low tidal volume. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The patient was moved to another device. The customer called technical support to report that the device (current software version: 2.10) had a low tidal volume. The remote service engineer (rse) performed troubleshooting with the customer and informed the customer that the issue could be caused by a faulty flow sensor assembly. An authorized service provider (asp) engineer was then dispatched onsite to evaluate and repair the device, and upon arrival, the asp engineer confirmed the reported issue. The asp engineer ultimately restarted the device, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6).